Event description:
It is reported that the patient underwent a two stage hip arthroplasty revision due to infection. Devices were removed on (B)(6) 2015 and an antibiotic spacer was placed. It is unknown when final components will be implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.